Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device when plugged into the test generator displayed an e486 or e619 error message. The error messages would clear when the blue coagulation button was activated. The device would activate with a light touch or no touch at all. The blue button was removed and revealed that the left dome switch was collapsed. Based on similar reports, a collapsed left dome switch caused a closed electrical circuit resulting in the error message on the generator and allowing the coagulation function to activate on its own.

Event description:
Olympus was informed that during set up, the generator would not recognize the instrument. The device was removed and replaced. There was no patient involvement; therefore, no patient injury was reported.